Event description:
A 24 mm diameter x 14 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported that the iliac vessels were tight with moderate tortuosity and little calcification. It was reported that an introducer sheath was not used for the insertion of the delivery system and the physician experienced resistance during deployment of the stent graft. During the deployment of the stent graft the black ring retracted completely; however, the stent graft did not fully deploy. With further manipulation the physician was able to deploy the stent graft; however, the stent graft slipped down into the aneurysm sac with the removal of the delivery system. The physician placed an aortic cuff, which did not have enough overlap. Therefore, the physician placed another aortic cuff, which pushed the initial aortic cuff upwards and occluded one of the renal arteries. It was reported that it is unknown if a renal stent was used to open the occluded renal artery. The pt's status is unknown.